Manufacturer narrative:
S/w version = unknown. Retainer ring = black. Customer returned insulin pump for alleged exposure to moisture found on june 15, 2022. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, motor and harness assembly vibrator.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), and pillowing keypad overlay. Blank display due to moisture damage on the electrical board 1, electrical board 2, force sensor, motor and harness assembly vibrator.

Event description:
Information received by medtronic indicated that insulin pump failed self test and was exposed to moisture. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device.